Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the mx800 monitor in the neonatal intensive care unit (nicu) does not alarm for the lower limit heart rate.  The upper limit heart rate and other parameters alarms are normal.  The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation

Manufacturer narrative:
The customer reported just the hr lower limit alarm doesn't sound. The hr upper limit alarm and other parameter alarms are normal. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. A philips field service engineer (fse) tested the alarm function of the device by generating simulated measurements. The fse confirmed that the alarm sounded normally, and determined the customer had silenced the alarms. The problem reported by the customer was not confirmed. The device is operating per specifications and no failure was identified.

Event description:
The customer reported just the hr lower limit alarm doesn't sound. The hr upper limit alarm and other parameter alarms are normal. The device was in clinical use at the time the issue was discovered.  There was no adverse event or patient harm reported.  A philips field service engineer (fse) tested the alarm function of the device by generating simulated measurements. The fse confirmed that the alarm sounded normally, and determined the customer had silenced the alarms. The problem reported by the customer was not confirmed. The device is operating per specifications and no failure was identified.